Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient's implantable neurostimulator had been recently replaced due to "shocking sensations." One day later it was reported that the patient experienced the sensation of what was described as an electric shock running down his right arm and it felt like the sensation was jumping to his chest making his right arm move. It was stated that the patient thought by moving his left arm he could stop and start the sensation. Few hours later the patient was awakened with the same sensation in his right arm. The sensations only lasted for a fraction of seconds, and the patient tried making a fist and talking, and he could do neither. Four days later it was reported that it was believed the problem had been resolved with a battery change but it was not certain. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.